Event description:
Reporter stated that back to back tests performed on their family member's surestep meter (using the same finger stick) were 113, 123, 133 and 143 mg/dl (21% difference). On follow-up, the reporter stated that their family member has difficulty getting enough blood to apply to the test strip, but the meter is working "fine". No symptoms were reported. The meter is not cleaned on a regular basis. Lfs rep reviewed qc procedures and discussed ways to get a better blood sample. There was no allegation of harm.